Event description:
It was reported that the patient experienced supra ventricular tachycardia (svt) which developed sudden onset resulting in ventricular tachycardia (vt) detection and therapy. Because the episode length was nearly 29 minutes, the shock was not viewable, as it occurred during the memory conservation section. The caller was unhappy with this operation and thought that the shocks should always be viewable. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).